Event description:
Have used this brand frequently and never had a reaction; (B)(6) 2023 putting in contacts to go to birthday dinner. Right contact felt "squirrelly" so decided to leave it out. Placed these eye drops in. Went to dinner and irritation got worse. Came home took other contact out, used these drops and went to bed. Woke and when I opened my eyes ot was like being in a forest fire! Everything appeared through thick smoke, incredibly light sensitive to the point it felt like green flames. I spent friday going to ER who did nothing and finally ophthalmologist who prescribed drops. It improved in 24 hours and normal in about 60. I kept the bottle and will be contacting everyone to make sure this product isn't contaminated like the generics. Contact was dry.